Manufacturer narrative:
(B)(4). The complaint description could not be confirmed as the unit was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure the gauge was reading inaccurately. The details of the lesion are unknown. The physician used an apex balloon and began inflation with an encore26 inflation unit. During inflation the pressure would not "move properly" over 10 atmospheres. The gauge went back and forth between 12 and 13 atmospheres. The device was exchanged for another inflation device and the procedure was completed with the same balloon. No patient complications were reported and the patient's status is good.